Manufacturer narrative:
The product was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The pt's father reported on (B)(6) 2014, his son's blood glucose and insulin history are as follows: time: 8:02 am, bg (mg/dl): 257, bolus (u): 2.30; 12:14 pm, 426, 5.35. At 1:11 pm, the pod was deactivated and he was able to activate a new pod. At 5:00 pm, he took him to the hosp where he was diagnosed with diabetic ketoacidosis and his ketones were at 160. He was treated with fluids and insulin intravenously. He believes the reason for his son's high bg was not giving enough bolus to cover what he had consumed (entered only 45 grams into the pdm which it should be 100 grams instead) and he also had a stomach virus. The pod was discarded.